Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coil embolization treatment procedure, the coil would not advance through the microcatheter. While treating a patient for pelvic congestion syndrome, a renegade stc microcatheter was utilized to deploy 17 coils in the patient. While advancing the 6mm x 10cm 2d fibered idc occlusion system through the introducer sheath, resistance was noted. The coil was able to be successfully loaded into the microcatheter hub, but force was required while seating the introducer sheath. The coil would not advance within the microcatheter. The coil was exchanged for another of the same device which was able to be deployed without issue. There were no patient complications reported. However, device analysis revealed the pusher wire was broken.

Manufacturer narrative:
Device evaluated by MFR: visual inspection revealed the pusher wire was returned inside the introducer sheath. The interlocking arm of the ss coil (pusher wire) was not attached and had not been returned and the coil was not returned. Microscopic inspection noted the pusher wire was severely stretched. The pusher wire core wire was broken between the mid solder joint and the distal solder joint. The pusher wire interlocking arm of the ss coil (pusher wire) appeared to have been pulled off. Dimensions which were able to be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).